Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings:a review of the pump black box history showed that unexplained power events had occurred. The pump battery compartment was observed to be cracked on the side of the threads. The battery cap was not returned with the pump; a test cap was inserted and the battery cap secured to the pump appropriately and maintained electrical connection. The pump was exercised for 24 hours without power interruptions. The pump was opened and no internal moisture or damage was noted to the power circuit.